Event description:
Sorin group (B)(4) received a report that the heater cooler patient pump was not functioning during a procedure. There was no patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater cooler patient pump was not functioning during a procedure. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler 3t system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the error and traced the issue to the defective pump motor on the patient circuit. The issue was solved by replacing the faulty motor. The unit was returned to service and no recurrences have been reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova deutschland will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.